Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 35 mm amplatzer cribriform occluder was selected for implant. During the implant procedure, while deploying the device, the left disc presented in a bulbous deformation. The device was recaptured and removed from the patient where the device was tested, and again presented as deformed. The device was replaced with another abbott device, which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
An event of the device deforming bulbous was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.